Manufacturer narrative:
This supplemental report is to add additional information to model #/lot #.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with a diagnostics anomaly. The device did not retain a record of an automatic mode switch episode which occurred prior to the interrogation. No intervention was performed, and the patient was noted as stable.